Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_837 - trifecta gt pmcf, patient site ID: (B)(6). It was reported that a 25mm trifecta gt was successfully implanted on 24 october 2017. On an unknown date he patient was diagnosed with endocarditis on the trifecta gt valve (enterococcus faecalis). The patient required hospitalization and antibiotic treatment. Due to patient fragility, surgical treatment was ruled out. The patient passed way on 09 september 2022 due to septic symptoms secondary to infective endocarditis on the trifecta gt valve. The patient did not have a history of indwelling vascular catheter, dental work, intravenous drug use or injury however the patient had a history of immunosuppressive treatment. The physician classified the death as being related to patient's comorbidities and immunosuppression.

Manufacturer narrative:
An event of endocarditis on the valve and patient death was reported. It was also reported that the patient required hospitalization and antibiotic treatment. Information from field indicated that patient death was due to septic symptoms secondary to infective endocarditis. The patient had a history of carotid artery disease, liver tx, hyperlipidemia, hypertension and immunosuppressive treatment. Field indicated that the physician classified the death as being related to patient's comorbidities and immunosuppression. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.